Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports per dentist's notes, the patient has been on byte treatment approximately 2 years and there's an open anterior bite to teeth 29 & 30 and light contacts on 7/8 and 8/9 and has black triangles on 23, 34, 35, and 25/26. Additionally, there's tmj (temporomandibular joint) pain due to clenching.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.